Event description:
It was reported that magnet swipes are not registering on the programmer. Magnet diagnostics were attempted and would not complete, following a diagnostic attempt a low output current was observed. Another system diagnostic test was performed and showed normal values for all diagnostics. The patient cannot perceive the magnet mode stimulation but can perceive normal mode stimulation. Magnet mode diagnostics were attempted again with same result and system diagnostics showing low output. Tablet data was provided for review. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. The patient then underwent a battery replacement and the explanted generator was received and underwent product analysis. Bench diagnostics and comprehensive automated testing support the allegation that the reed switch is stuck open.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.